Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the valved leaked during the procedure. The product was replaced, but the surgeon experienced the same issue. The procedure was completed without product replacement or consequences to the patient.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are twenty additional complaints associated with the lot for the reported issue. Three trocar assemblies were received for evaluation. The returned samples were visually inspected. Two samples were non-conforming with an open valve and one sample was non-conforming with an open valve and torn septum. Two videos were provided and were reviewed by the manufacturing site. Video one confirms that one of the three trocars is leaking. Video two shows one trocar and confirms that trocar is also leaking. The exact root cause for this complaint is unknown, however, potential contributing factors related to the manufacturing, molding, and post cure processes of the valves have been identified. Investigations have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).